Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, physical damage, failed battery test and low battery alert from the insulin pump. The customer's blood glucose reading was 202 mg/dl. The customer stated that the screen went completely blank when she was at church in the morning. The customer cleaned the battery compartment with a q tip and it looked corroded. The customer stated that the battery only lasted 2 to 3 days. The customer stated that there was a low battery. The customer also declined to troubleshoot for high readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and corroded battery cap contact noted during our visual inspection. No unexpected blank display noted. All operating currents are within specification. No unexpected low battery, off no power alarms, or failed battery test alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.